Manufacturer narrative:
Correction - d4 - lot #, h6 - device code grid. The reported event that could not be confirmed since the reported incident was not observed. The device inspection revealed the following: the device identification was confirmed based on the catalog # and lot # marked. Dirt debris could be seen on one of the plate holes, but it could be easily removed. The reported piece of titanium closing the hole was not observed, it could have been mistaken for the dirt mentioned. There is stain around the hole in question, however, it was not possible to determine its origin. It was not possible to determine the origin of the debris nor of the stain. It was not possible to determine when and how they appeared. The root cause of the reported event could not be identified. Nonetheless, it could be excluded that the debris is titanium and that it closed the plate hole, as described in the complaint. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation if any additional information is provided, the investigation will be reassessed.

Event description:
A variax2 distal radius plate, a hole in the plate was observed while performing the surgery.

Event description:
A variax2 distal radius plate, a hole in the plate was observed while performing the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.